Event description:
It was reported that the pulse generator exhibited back-up vvi due to electro-cautery, after a pocket revision procedure. The device was successfully download and remained implanted. The patient's condition post procedure was stable.